Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the insertable cardiac monitor (icm) exhibited false pauses, under-sensing and r-wave amplitude variation. It was also noted that the icm had migrated. Reprogramming was performed. Patient condition was stable.